Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the cubie pocket lid would not open for medication loaded in one row in a full height cubie drawer. A field service engineer reseated the row board cable to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the pyxis medstation es system cubie pocket lid would not open for medications loaded in one row in a full height cubie drawer, causing a delay in dispensing the medication. The customer stated that the device displayed a message indicating that the drawer needed to be fully opened, even though the drawer was already pulled out all the way. The customer tried replacing the cubie, and that seemed to work for about a week, but now the issue has reoccurred. The customer added that when it fails again, they can still access medications in other cubie pockets in that drawer, but not in the other pocket in the same row. There were no adverse events or injuries reported based on this event.